Event description:
The patient reported that they compared their teladoc blood pressure monitor's reading to a simultaneous manual reading performed by their doctor. The doctor's manual reading was 130/80, and the teladoc monitor provided a reading of 157/110.

Manufacturer narrative:
A replacement blood pressure monitor was sent. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Event description:
The patient reported that they compared their teladoc blood pressure monitor's reading to a simultaneous manual reading performed by their doctor. The doctor's manual reading was 130/80, and the teladoc monitor provided a reading of 157/110. The patient didn't report any treatment as part of the incident.